Event description:
The customer called and reported she was found unconscious by her spouse, who called the ambulance. Customer's blood glucose was 19 mg/dl. She was treated with a glucagon pen and sugar water. The ambulance reportedly stayed for an hour and when they left, customer's blood glucose was 300 mg/dl. Troubleshooting with the insulin pump was performed. Customer was unsure if drive support cap was damaged or abnormally positioned and declined to check again. It was found customer was not filling the cannula when changing the set and it was explained how to do so. Customer's blood glucose at time of this report was 232 mg/dl. Customer stated she would call back another time to complete troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.